Event description:
In 2006, three gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. In 2007, a type ii endoleak was identified. In 2008, a computed tomography scan revealed that the pt's aneurysmal sac had increased in diameter. It was reported that a reintervention has not been performed, and the physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleak.